Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin injection. No further information available.